Event description:
The customer reported a false nonreactive alinity I anti-hbc ii result for a 38-year-old female patient. The following results were provided (reference range: < 1.00 s/co is nonreactive, >/= 1.00 s/co is reactive): initial anti-hbc ii result = 0.35 s/co (nonreactive) other testing was provided for the sample and tested positive for anti-hbs and anti-hbe the original sample and centrifuged sample were retested for anti-hbc ii, and the results were 4.07 and 4.21 respectively. The field service representative (tsr) arrived onsite to examine the sample status. The sample volume was low. Upon reviewing the instrument logs, the initial anti-hbc ii test of the sample generated an error code 3424 (aspiration error), however the retest results did not generate an error. The slope data of the initial test skewed significantly high in comparison to the retest. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing of a retained reagent kit. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the complaint lot performs as expected for this product. Ticket trending review did not identify any trends. Device history review did not identify any non-conformances or deviations with the complaint lot. In-house testing was completed using panels which mimic patient samples using an in-house retained kit. Lot number 46038be00 contains the same bulk material as lot number 46045be01. All specifications were met indicating the lot is performing acceptably. In addition, the clinical sensitivity of the lot was evaluated by testing two commercially available seroconversion panels. The seroconversion panel results were compared to architect anti-hbc ii test results provided by biomex. The lot detected the same bleeds as reactive for the seroconversion panels. Based on these data it was shown that the sensitivity performance of the complaint lot is not adversely affected. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I anti-hbc ii reagent lot 46045be01 was identified. Corrected information in section: g1 contact office address, contact office email.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 7p87 that has a similar product distributed in the us, list number 7p84.d4 - lot #: initial: 46045be00 / on 28jul2023, updated lot number to 46045be01.

Event description:
The customer reported a false nonreactive alinity I anti-hbc ii result for a 38-year-old female patient. The following results were provided (reference range: < 1.00 s/co is nonreactive, >/= 1.00 s/co is reactive): initial anti-hbc ii result = 0.35 s/co (nonreactive). Other testing was provided for the sample and tested positive for anti-hbs and anti-hbe the original sample and centrifuged sample were retested for anti-hbc ii, and the results were 4.07 and 4.21 respectively. The field service representative (tsr) arrived onsite to examine the sample status. The sample volume was low. Upon reviewing the instrument logs, the initial anti-hbc ii test of the sample generated an error code 3424 (aspiration error), however the retest results did not generate an error. The slope data of the initial test skewed significantly high in comparison to the retest. There was no impact to patient management reported.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 7p87 that has a similar product distributed in the us, list number 7p84.